Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer completed the fill tubing step with the original supplies and resumed insulin but declined further assistance. Reportedly, the customer continued to use the pump for insulin therapy.